Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia.no lot release records were reviewed, as the product lot number was not provided. Please see mw5153060 for initial contact.

Event description:
It was reported that the patient experience a pod malfunction which led to their blood glucose levels becoming higher than usual while wearing the pod. The patient put on a new pod before heading to the hospital of which they were admitted to the intensive care unit (ICU). No treatment information was available as this information was sent to us via medwatch (mw5153060).